Event description:
The customer reported that the nicu heart rate was over the limit and did not alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. A gfe response indicated the device is currently functioning as expected, but additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs or configuration were available for review. Due to insufficient information, the reported problem could not be confirmed. The device was said to be functioning as expected currently. However, due to insufficient information philips was unable to conduct functional analysis of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : available information indicates the device was functioning as expected.